Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the visual function did not operate normally due to the failure of the cable, and the phenomena pointed out, e224 without images (scope communication error)¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable. In addition, rear cover label fade, rear packing peeled, and crack on the focus ring were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.